Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in (B)(6) 2017, the patient presented to the hospital after receiving therapy from the ICD. Upon interrogation, the therapy was determined to be inappropriate and caused by the device's programmed settings. The patient's pharmacological therapy was adjusted until follow-up. It was noted during interrogation of the device again in (B)(6) 2017, the device did not deliver appropriate anti-tachycardia pacing therapy due to the device's programmed settings. The device was reprogrammed and the patient was stable.